Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement; no patient impact. - 19 events had patient involvement; no patient impact. - 3 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events; 28 events were reported for this quarter. Product return status; 28 devices were evaluated based on historical data analysis. Additional information; 28 devices were not labeled for single-use. 28 devices were not reprocessed or reused.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact. 3 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.